Manufacturer narrative:
Physio-control was able to obtain information regarding the patient.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified that the event code was logged in the device's memory; however, physio was able to successfully charge and shock multiple times without any discrepancies.   Physio then cleared the device's memory, which cleared the event code, and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that a service indicator appeared during an event involving a patient. The customer advised that the reported issue did not have a negative impact on patient care. The customer advised that the patient regained a pulse and was currently in the intensive care unit (ICU) at a local hospital. Upon evaluation of the customer's device, physio-control observed that it had logged an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy.